Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. Additional information received indicated that the s-ICD was explanted and replaced. It was not reported that the device would be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a code indicative of possible early battery depletion. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service.